Event description:
It was reported that during a laparoscopic head assisted nephrectomy, the handpiece was intermittently giving solid tones with no activation. Another handpiece was used to complete the case with no pt consequence. It was reported the acoustic stud on the handpiece and noticed the stud was a little loose.